Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed.

Event description:
It was reported that the oxygen saturation levels are lower than nellcor monitors. No consequences or impact to patient were reported.